Event description:
It was reported the patient developed a surgical site infection and hematoma. Eight days post implant the patient presented with bleeding at the wound site; a 5cm x 5cm area of swelling and there was bruising. The patient underwent a wound exploration procedure with evacuation of the hematoma and antibiotics were administered. Additionally, the patient received multiple blood transfusions a follow up visit revealed the wound was clean and there was no sign of infection. The patient is a participant of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.